Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Company representative reported that a syringe of juvéderm® ultra plus cracked while injecting the patient. No other information provided.